Manufacturer narrative:
Customer is not returning.

Event description:
It was reported that at the user facility, the device was overheating. The user facility supplied additional information reporting that the device was overheating, however not during a procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This record is being submitted because the investigation has been completed.

Event description:
It was reported that at the user facility, the device was overheating. The user facility supplied additional information reporting that the device was overheating, however not during a procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.